Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Evaluation of the wrap returned to the site for evaluation does not show any defects to the heat cell pack portion of the wrap. However, there is a black spot on the wraps' belt. The wrap was evaluated by technical services and it was determined the black substance on the stretch material of the wrap is lubricant from the accumulator prior to the flow wrapper (pre buffer). The wraps pass through the accumulator in route to the flow wrapper. The accumulator self-lubricates the drive chain and can, on occasion, lubricant may get onto the transport surface. The lubricant is food grade and not harmful to the consumer. Review of shiftly production records show the line was down to complete clean inspect lubricate requirements on run day one (B)(6) 2016). Shiftly clean, inspect, lubricate (cil) records were reviewed for the batch. Records show all cil's were completed in this area during the manufacturing of this batch. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] one heat wrap of a 4ct pack had damaged heat cells where the content leaked. These heat wrap was not used. [Device leakage]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age was to receive thermacare heatwrap (thermacare lower back & hip), device lot number: n49201, expiration date: feb2019, from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. According to the pharmacist, one heat wrap of a 4ct pack had damaged heat cells where the content leaked. These heat wrap was not used. The outcome was unknown. Product quality complaints provided the following investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the wrap returned to the site for evaluation does not show any defects to the heat cell pack portion of the wrap. However, there is a black spot on the wraps' belt. The wrap was evaluated by technical services and it was determined the black substance on the stretch material of the wrap is lubricant from the accumulator prior to the flow wrapper (pre buffer). The wraps pass through the accumulator in route to the flow wrapper. The accumulator self-lubricates the drive chain and can, on occasion, lubricant may get onto the transport surface. The lubricant is food grade and not harmful to the consumer. Review of shiftly production records show the line was down to complete clean inspect lubricate requirements on run day one (B)(6) 2016). Shiftly clean, inspect, lubricate (cil) records were reviewed for the batch. Records show all cil's were completed in this area during the manufacturing of this batch. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no. No follow-up attempts are needed. No further information is expected. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the available information, the reported device leakage was identified prior to use of the device and the heatwrap was not used. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Evaluation of the wrap returned to the site for evaluation does not show any defects to the heat cell pack portion of the wrap. However, there is a black spot on the wraps' belt. The wrap was evaluated by technical services and it was determined the black substance on the stretch material of the wrap is lubricant from the accumulator prior to the flow wrapper (pre buffer). The wraps pass through the accumulator in route to the flow wrapper. The accumulator self-lubricates the drive chain and can, on occasion, lubricant may get onto the transport surface. The lubricant is food grade and not harmful to the consumer. Review of shiftly production records show the line was down to complete clean inspect lubricate requirements on run day one ((B)(6) 2016). Shiftly clean, inspect, lubricate (cil) records were reviewed for the batch. Records show all cil's were completed in this area during the manufacturing of this batch. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] one heat wrap of a 4ct pack had damaged heat cells where the content leaked. These heat wrap was not used. [Device leakage]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age was to receive thermacare heatwrap (thermacare lower back & hip), device lot number: n49201, expiration date: feb2019, from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. According to the pharmacist, one heat wrap of a 4ct pack had damaged heat cells where the content leaked. These heat wrap was not used. The outcome was unknown. Product quality complaints provided the following investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the wrap returned to the site for evaluation does not show any defects to the heat cell pack portion of the wrap. However, there is a black spot on the wraps' belt. The wrap was evaluated by technical services and it was determined the black substance on the stretch material of the wrap is lubricant from the accumulator prior to the flow wrapper (pre buffer). The wraps pass through the accumulator in route to the flow wrapper. The accumulator self-lubricates the drive chain and can, on occasion, lubricant may get onto the transport surface. The lubricant is food grade and not harmful to the consumer. Review of shiftly production records show the line was down to complete clean inspect lubricate requirements on run day one ((B)(6) 2016). Shiftly clean, inspect, lubricate (cil) records were reviewed for the batch. Records show all cil's were completed in this area during the manufacturing of this batch. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the available information, the reported device leakage was identified prior to use of the device and the heatwrap was not used. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified. Comment: based on the available information, the reported device leakage was identified prior to use of the device and the heatwrap was not used. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has not been identified.